Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section d4: expiration date: lot number was not received section h4: device manufacturer date details were not received from customer.

Event description:
A healthcare facility in florida reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr418 optiflow junior 2 nasal cannula had broken during use on patient. There were no patient consequences reported.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr418 optiflow junior 2 nasal cannula had broken during use on patient. It was further reported that the patient was pulling on the cannula causing it to break. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the subject device, ojr418 optiflow junior 2 nasal cannulas were not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the tubing of ojr418 optiflow junior 2 nasal cannulas was broken. There were no patient consequences reported. Conclusion: without the return of the subject device or photography for evaluation, we are unable to determine the cause of the reported event. However, it was reported that the patient was pulling on the cannula which may have contributed to the reported event. As part of the manufacturing process, all optiflow junior nasal cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section d4: expiration date: lot number was not received. Section h4: device manufacturer date details were not received from customer.